Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called saying the rt dept reported that the uim screen on this vent momentarily locked up on them. Tim has been testing the unit now for a day and cannot duplicate a lock up. He will let rt dept know options and see what they want to do." The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 06/10/2011. "Title: xxxxx. Event desc: attempted to switch pt from CPAP/psv on the avea to pc/ps/s. Once in the mode screen, it froze and would not allow the change. The ventilator was turned off 3 times to reboot, and was frozen in the initial set-up screen. During this time the pt was bagged and then extubated to a nasal cannula."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] has been testing the unit now for a day and cannot duplicate a lock up." The following info concerning the eval of the device is a summary of the info documented by the carefusion field svc rep and the carefusion factory svc rep. The carefusion field svc rep evaluated the device and was unable to reproduce/verify the complaint. Thus no root cause was determined. Unrelated to the reported event the carefusion field svc rep did not find the following issue with the device's user interface module; the rj45 jack will not lock into place. The carefusion field svc rep replaced the user interface module and ran the device though a complete checkout to ensure that it meets all factory specs. Upon completion the device was returned to the user facility's control ready to be placed back into svc. The carefusion factory svc rep evaluated the user interface module verified that the rj45 jack will not lock into place. The carefusion factory svc rep ran the user interface module through a complete operational verification checkout and did not find any problems with it. The carefusion factory svc rep replaced the affected component and placed the user interface module into refurbished stock. A review of the carefusion complaint sys for the past 90 days resulted in zero verified like failures, thus carefusion considers this to be an isolated incident.